Event description:
This report is to advise of an event observed during analysis confirming sheath delamination.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6 one 8.5f agilis steerable introducer sheath and dilator were received for evaluation. Further investigation determined the material was a portion of the jacket liner from the interior of the sheath. Dissection of the sheath revealed that the jacket liner had been torn and delaminated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information performed and the investigation provided, the cause of the observed event was traced to manufacturing.